Event description:
Patient reported a right side rupture. The device has been explanted.

Event description:
Patient reported a right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; weight within specification, deformation, red particles in shell. After autoclave cycle was identified: cloudy gel, bubbles in gel and voids between shell and gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture. The device has been explanted.